Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was stuck on device manager screen. A field service engineer suggested to replace the fridge to resolve the issue, this work was recorded in (B)(6). The system functioned as intended after the customer replaced the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was stuck on device manager screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.